Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer number one in the main required maintenance. A field service engineer guided the customer and opened the back and verified that the pixie bus cable had come unplugged. Once the customer powered the station back on after plugging the cable back in, found the drawer one had not failed and was totally functional. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was jammed and could not be opened. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.